Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the foreign material could not be eliminated at reprocessing because the material adhered to the point which was not an outer surface of the device. The event can be detected and prevented by following the instructions for use (IFU) sections: - operation manual chapter 3 preparation and inspection. -prevention measures are written in reprocessing manual 5.4 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii duodenovideoscope the device is clogged. During inspection and evaluation, a green foreign material resembling an endoscopy accessory was found clogged inside the insertion section mount and channel tube. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to wear of angle wire, the play of up/down knob is out of specification, and there is corrosion around the forceps elevator. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.